Event description:
During a cataract extraction procedure, particulate was seen coming from this phacoemulsification handpiece. Another handpiece was used to complete the procedure.

Manufacturer narrative:
A filter test was also performed on this handpiece. The handpiece passed the filter test. The reported problem could not be duplicated. The handpiece was replaced.